Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The vascular access site was the femoral artery. The 95% stenosed, eccentric, de novo target lesion was located from the non- tortuous, moderately calcified proximal to the distal right coronary artery (rca). The lesion length was 76mm and the reference vessel diameter was 2.75-3.0mm. A jr4 6fr guide catheter along with a al1 6fr guide wire were advanced to the lesion site. Next the lesion was pre-dilated with four non-bsc balloons (2.0x20mm, 2.0x10mm, 2.5x30mm and 3.0x15mm). The vessel was 50% stenosed immediately after pre-dilatation. Then the physician advanced a promus element 3.0x38mm stent to the lesion site. At some point the stent dislodged from the delivery balloon prior to inflation. However, part of the stent was still attached to the delivery catheter. The physician was able to withdraw the delivery system with the stent successfully from the patient. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient status is reported as "stable". This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The vascular access site was the femoral artery. The 95% stenosed, eccentric, de novo target lesion was located from the non- tortuous, moderately calcified proximal to the distal right coronary artery (rca). The lesion length was 76mm and the reference vessel diameter was 2.75-3.0mm. A jr4 6fr guide catheter along with a al1 6fr guide wire were advanced to the lesion site. Next the lesion was pre-dilated with four non-bsc balloons (2.0x20mm, 2.0x10mm, 2.5x30mm and 3.0x15mm). The vessel was 50% stenosed immediately after pre-dilatation. Then the physician advanced a promus element 3.0x38mm stent to the lesion site. At some point the stent dislodged from the delivery balloon prior to inflation. However, part of the stent was still attached to the delivery catheter. The physician was able to withdraw the delivery system with the stent successfully from the patient. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient status is reported as "stable". This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination found that the stent moved distally on the balloon, so that the proximal edge of the stent was 11mm distal to the proximal markerband. Distal stent damage was identified. The struts on rows 1 ¿ 4 were squashed. The midshaft section from the port to 12mm distal to the port was twisted at three points. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No additional product analysis or external evaluations were performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).